Event description:
It was reported that during da vinci-assisted surgical procedure, the single port monopolar cautery instrument was moving in opposite direction of surgeon's commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. There was no any shakiness and/or friction experienced/observed. There was no any instrument-to-instrument or system arm-to-arm interference. No report of any external collisions. The issue was persistent. No report of patient injury. The device was inspected prior to use with no noted damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar cautery instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection was performed, and no damage was observed. An in-house tip accessory was installed on the instrument's tube adapter. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No unintuitive motion was observed during in-house testing. No product issue was found. The probable root cause could not be established as failure analysis did not replicate the customer-reported event and could not confirm the event and further investigate the alleged failure mode.